Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider regarding an implantable intrathecal pump intended to deliver bupivacaine (5 mg/ml) at 1.8 mg/day and morphine (2 mg/ml) at 0.7 mg/day, indicated for failed back surgery syndrome and spinal pain. On (B)(6) 2018, it was reported that there was a change in therapeutic effect; the patient is lethargic, has increased pain/hurting (patient has chronic pain all the time per the nurse reporting the event), and is groggy. It was reported that they suspect the drug infusion system may be malfunctioning. It was noted that the patient claimed he also did more xanax. The patient came in last night ((B)(6) 2018) to the hospital with the symptoms. It was noted that the caller declined having the intrathecal morphine overdose procedures forwarded to them, stating the patient was not at that point to administer narcan. It was stated that the patient had a personal therapy manager (ptm) but did not have it with them so they were not utilizing the ptm at the hospital. The caller inquired if someone at the patient¿s house could press the bolus button via the ptm and the patient could receive a bolus. The caller inquired about confirming the pump status at the time of the report but did not have access to an 8840 clinician programmer. The phone number for the national answering service (nas) was requested. No further complications were reported or anticipated.